Manufacturer narrative:
The issue was resolved for the customer by sending the account a new rail assembly.

Event description:
The rail assembly unlock/ locking mechanism for the cot fastening system was functioning intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
The rail assembly unlock/ locking mechanism for the cot fastening system was functioning intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.